Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screw got stuck and could not dial up or down with or without the insulin cartridge. Customer was assisted with troubleshooting but the issue persisted. No harm requiring medical intervention was reported. The device is expected to return for analysis.